Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump had a system error and could not function. The user also reported a constant air-in-line issue. No patient injury or harm occurred.

Manufacturer narrative:
The reported issue was confirmed. The pump was found to alarm system error and have a noisy malfunctioning motor. The peristaltic motor was replaced. Pump was repaired and tested to meet all specifications on 05/10/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00085).